Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 (mg/dl). Reportedly, contact believes that the elevated bg level is related to hormone changes due to the customer recently starting birth control. Customer administered insulin to treat the elevated bg level. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump.